Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device. That the reno videoscope, exhibited a defective bending section. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: a-rubber (bending section cover), the bending section is defective. Due to the wear of the angle wire, the curvature angle in the up direction does not meet the specifications. Waterproofing is not possible due to the cutting of the a-rubber. Waterproofing is not possible due to the deformation of the channel. The universal cord is buckled. There is corrosion due to leakage in the control body. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which the broken edge cut the a-rubber. The instructions for use (IFU) (operation manual) instructs the inspection prior to use in the following chapter and warns on use of the device with abnormality: chapter 3 preparation and inspection:3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5,¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.